Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that the fiber optic sensor of cardiosave intra aortic balloon pump (iabp) was not working. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11 corrected fields: e1(initial reporter, event site mail) it was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had fiber-optic sensor not working. No patient involved and no harm was reported.the fse evaluated the unit and replaced the fiber optic cable, and the fiber optic board. The unit passed all functional and safety test in accordance with the manufacturer's specifications.

Event description:
N/a.